Event description:
Pt had bilateral mastectomy with silicone implants placed 9 yrs ago. She has developed pain in her joints which she attributes to the implants. Bilateral removal w/capsulectomy and tram flap reconstruction.